Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to gastroparesis complications and high blood glucose of 199 mg/dl. It was stated that the customer was experiencing abdominal pain. The nurse stated that she feels the insulin pump was not functioning properly. It was stated that the customer's most recent glucose reading was 35 mg/dl, and the nurse treated her with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed and high pressure test and they passed. No further info was provided.